Event description:
It was reported that during the prophylactic removal of the patient's right ventricular (rv) lead, the right atrial (ra) lead was damaged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary:the full lead was returned analysis was performed and no anomalies were found. In addition, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.